Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up visit, the device was unable to be interrogated. Upon review, it was noted that the wireless radio frequency (rf) telemetry had been disabled for months. The device was in a ¿wand only¿ mode. A software upgrade was performed, and the telemetry was restored. The patient was stable.